Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling a long episode of tachycardia over a weekend for which they believed their device did not treat appropriately. The patient was referred to their physician to discuss the suspected issue. No alerts were found stored to the remote monitoring system. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported feeling a long episode of tachycardia over a weekend for which they believed their device did not treat appropriately. The patient was referred to their physician to discuss the suspected issue. No alerts were found stored to the remote monitoring system. No adverse patient effects were reported. This system remains in service.